Manufacturer narrative:
(Device not returned) the most likely cause for the reported event is use error (refer to dfu-0221 page 6, "small electric arcs between the active electrode and tissue being resected can produce low-frequency current that may produce local neuromuscular stimulation").

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery the patients arm was jolting when using the rf wand. Surgeon and staff noted sometimes having to hold the arm down. The surgeon continued to use the device as it not constantly happened but the arm kept jolting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 27-may-2025 it was further reported that different settings (5&1 and 7&1) were tried and did not make too much difference with the spasms. In regard to near muscle the surgeon could not see a pattern with the spasms as they were infrequent. The part and serial number of the console ar-9800 (sn: (B)(6) were provided.